Event description:
On (B)(6) 2018 during a robotic surgery, there was a small fire at the electrocautery cord and instrument interface. This was recognized immediately and put out. The pt and staff were not harmed by the fire and the instrument was no longer used.